Manufacturer narrative:
An authorized field service technician conducted a preventive maintenance evaluation of the subject stretcher on (B)(6) 2025 and the reported issue was confirmed and attributed to the actuator. The actuator was replaced and the stretcher was then functioning as intended and returned to service.

Event description:
On 2/14/2025 it was reported by the end user that the stretcher was not operating properly and the stretcher would not "go down". No patient involvement or adverse event was associated with the reported issue. On 3/14/2025, additional information was received alleging the reported product issue did occur during an emergency patient transport and that the product malfunction resulted in a delay of transport and care of the patient. The additional information stated while on scene the stretcher legs would not move and the crew could not lower the stretcher under power for placement of the patient.. The stretcher was then operated in manual mode to complete the transport to the hospital. At the hospital, the crew had to utilize manual mode again as only the head end legs were responding to power.. No injury or adverse effect was reported as a result of the alleged delay.

Event description:
On(B)(6)2025 it was reported by the end user that the stretcher was not operating properly and the stretcher would not "go down". No patient involvement or adverse event was associated with the reported issue. On (B)(6)2025, additional information was received alleging the reported product issue did occur during an emergency patient transport and that the product malfunction resulted in a delay of transport and care of the patient. The additional information stated while on scene the stretcher legs would not move and the crew could not lower the stretcher under power for placement of the patient. The stretcher was then operated in manual mode to complete the transport to the hospital. At the hospital, the crew had to utilize manual mode again as only the head end legs were responding to power. No injury or adverse effect was reported as a result of the alleged delay.